Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2018 with blood glucose of 48 mg/dl at the time of the incident. The customer double bolused for a meal before they went low. The customer was recovering from a hospitalization before the low incidents. The customer was given glucagon and intravenous fluids to treat. The customer experienced symptoms such as belligerence. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had another low requiring paramedic assistance around (B)(6) 2018. The insulin pump will not be returned for analysis.